Event description:
A newborn baby was delivered and transferred to a fisher paykel warmer bed for transport to the nicu. When the bed was unplugged, the overhead bed light flared brightly and then went out. The bed alarm read power failure. The battery pack was noted to be making a strange noise. The led power switch and battery were turned off, and the bed was plugged back into the outlet and the power switches were turned back on. The bed was then unplugged, and again showed a power failure. The battery pack again made a strange noise. The admitting unit was notified of the need for a replacement bed. The patient was transported to nicu. During transport, smoke was observed coming from the battery pack. The pack was turned off, the infant was removed from the warmer, and the o2 being delivered to the patient was turned off.